Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not capturing after the implant procedure. A revision procedure was performed and the lead was successfully repositioned. The field representative indicated that the physician noted the patient had high venous pressure and blamed himself for the dislodgement. The physician expressed no concerns regarding the integrity of the lead. No adverse patient effects.